Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past. Event history had no applicable evidence to review. Accuracy testing confirmed primary reported problem of accuracy >6%. The cause is the expulsor. Trimmed the expulsor to correct the issue. Dso seal replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.